Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary solution container. The primary tubing set was being used to deliver 1000ml of normal saline. At an unspecified time, the secondary tubing set was connected to the primary tubing set for piggyback delivery of an unspecified concentration of levaquin. After an unspecified length of time in use, the nurse noted that the levaquin backflowed into the primary solution container. It was reported that the nurse delivered all of the solution from the primary solution container, in order to deliver all of the levaquin. The customer contact did not know if the tubing sets were replaced as the pt was discharged from the emergency dept to an unspecified unit in the hosp. There were no reports of any adverse pt events and no reported delay of therapy critical for this pt. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).